Event description:
Caller reported that their pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, which did not resolve the issue, leading to a decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy. Arrangements were made for the pump's return and replacement, with the caller acknowledging and understanding all instructions provided.